Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging a fading display issue with her onetouch ping enhanced meter. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the alleged issue first started about ¿eight weeks¿ prior to contacting lfs and had happened intermittently since then. The patient manages her diabetes with insulin pump therapy. As a result of the fading display, the patient alleged she could not see her blood glucose results and guessed the amount of bolus insulin to administer - based on food intake rather than results. She indicated that about a week prior to contacting lfs, she administered two units of novorapid. She reported that she does not experience warning symptoms when her blood glucose levels are low, so she has to be careful. She denied developing any symptoms and no medical intervention was specified. At the time of troubleshooting, the csr noted that the meter was not being used for the first time and there had been no misuse of the product. The patient reported that she had a backup meter. Replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did she receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged fading display issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (03/24/2015).the patient¿s meter has been returned on 3/2/2015 and evaluated by lifescan product analysis on 3/11/2015 with the following findings:the meter involved with this complaint failed testing. The meter¿s lcd was found to be faded. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.